Event description:
The patient presented to the hospital with chest discomfort and it was discovered that the patient had a st-segment elevation. In addition, there was a rise in troponins. There was a subtotal occlusion of the vein graft to the obtuse marginal. A non-abbott balloon catheter was used to treat a vein graft to the obtuse marginal. After use, the balloon catheter was stuck in the duo-stat valve upon retraction. When the resistance was met, the physician took the duo-stat apart and put it back together. However, when the balloon catheter was pulled back, the balloon portion of the catheter separated and stayed in the patient. A stent was used to pin the balloon portion to the wall of the vein graft at the ostium so there would be no further movement. The physician did not want to snare the separated portion because of the movement of the separated balloon portion. There was a surgery consult; however, this was not an option. The procedure was prolonged due to this as it should have been an hour procedure that turned into a three hour procedure. The final patient outcome was fine. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Difficulty to remove a balloon catheter from the rotating hemo valve (rhv) can occur due to, but is not limited to, manufacturing, cap positioning technique, damaged catheter, and/or interaction with associative products. It is possible that the seal was not fully opened when the physician removed the balloon from the rhv, or that the catheter was kinked, which could have contributed to the difficulty. The rhv or catheter used were not returned, which may have aided in evaluation. No damage was noted to the rhv prior to use, and there was no report of difficulty inserting the catheter through the rhv, indicating that the difficulty may have occurred as a result of case circumstances. To ensure damage to the rhv does not occur as a result of a product deficiency, during manufacture all rhv are subjected to a visual inspection and verification of the inner diameter specification. Additionally, a quality control audit inspection is used to verify the product quality. The lot history record review and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis. The reported difficulty appears to be related to operational context of the procedure. There is no indication of a product quality deficiency.